Manufacturer narrative:
Insulin pump was received with loose/protruded drive support disk, minor scratched display window, cracked case at display window corners, and cracked reservoir tube lip. Insulin pump was unable to prime during the prime/compromised force sensor system test due to loose/protruded drive support disk. No compromised force sensor system alarm noted. Motor error alarm during basic occlusion test due to loose/protruded drive support disk. Insulin pump passed the idle current test, run current test, and displacement test. Unable to perform self-test, off no power test, unexpected restart error test, occlusion test, and no delivery test due to prime anomaly.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. Insulin was squirting out during the manual prime process. The drive support cap was sticking out. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.